Manufacturer narrative:
The device has been received. However, the analysis has yet not began. A supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the marker band of the marksman catheter dislodged and was unable to be retrieved. This event was reported to have occurred during a mechanical thrombectomy procedure. The balloon guide catheter was placed in the c ommon carotid artery and the marksman microcatheter was delivered to the distal part of the lesion. Then the mechanical thrombectomy device was inserted into the marksman. The thrombectomy device was fully deployed, after a minute of waiting. The devices were retrieved. The distal marker band was then noticed to be within the treating vessel. Patient was undergoing mechanical thrombectomy procedure for lesion in m2. There was no problem during preparation and the marksman¿s tip shape was straight and was not steam shaped. Post the intervention, the patient was reported to have been asymptomatic.

Manufacturer narrative:
The marksman catheter was returned for analysis. The marksman catheter was decontaminated. The marksman total length was measured to be within specification. No damages or irregularities were found with the marksman hub. The distal section of the marksman catheter body was found flattened. Approximately 2mm of the marksman distal marker band/tip was found dislodged from the catheter. The dislodged marksman marker band/tip will not be returned as it remains within the patient. The separated outer tubing material exhibited with plastic deformation (jagged edges and stretching). There does not appear to be any separation of the inner liner. The marksman catheter was flushed, water exited from the distal tip. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿marker band dislodged¿ was confirmed. The separated outer tubing material exhibited with plastic deformation which indicates the marker band dislodged as the tensile strength of the tubing material was exceeded. Based on the investigation conducted possible causes for the event could be attributed to patient¿s highly tortuous anatomy and/or other contributing factors such as kink/damage in guide catheter / balloon guide catheter /guidewire/stents which may have contributed to resistance during delivery and/or retrieval, subsequently causing the marksman catheter to become damaged. For the marker band to dislodge from the catheter the distal shaft needs to be damaged and/or separated from the catheter, which is unlikely to occur without experiencing excessive resistance. In addition, hard clots /calcifications in the navigation tract can snag the catheter, this may be detected under fluoroscopic use of the product and as instructed in the IFU, without observing the resultant tip response, the catheter shouldn¿t be attempted to move further. The investigation determined that there was insufficient information to determine the root cause of the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.